Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure and was reportedly doing well post operatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.